Event description:
At last office visit approx three months ago, the pt's device was inadvertently programmed to off. It is believed that user error during programming session caused the device normal mode output current to be set 0ma, which resulted in a loss of therapy for the pt. The pt has recently experienced an increase in seizure frequency and intensity, but no above pre-vns baseline.